Event description:
Additional programming data was received analyzed. Based on available data, the battery depletion appears to be within normal limits suspected. The physician reported that the device showed battery depletion of about 50%. Given that the battery consumed is about 40% on (B)(6) 2017, battery consumption of 50% on (B)(6) 2017 is expected and not abnormal. A review of device history records for the generator shows that no unresolved non-conformances were found.

Event description:
The physician reported that the patient vns battery is about 50% gone and was concerned about possible premature depletion. The patient output current is set to 2.0 ma and the patient will return to clinic in 3 months. No additional relevant information has been received.